Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert "triggered," the lead displayed high impedance and reproducible noise. Additionally, there was a confirmed fracture. The lead was capped, replaced, and no patient complications have been reported as a result of this event.